Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer dosed insulin based on his incorrect dexcom sensor glucose value instead of on a blood glucose value. Paramedics said his blood glucose was 40mg/dl when his sensor glucose was still over 300mg/dl on his dexcom phone app. He also did not know that his inpen had also expired on (B)(6) 2025. He did get low inpen battery notifications though. Helpline advised that when the inpen battery expires, he will still be able to dose insulin but the doses will no longer be logged in the inpen app on his phone. Inpen was used at the time of the low. Customer used dexcom's sensor. Customer will likely discontinue his inpen since it is expired. Inpen is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia, loss of consciousness treated emergency medical services. The event involved product(s) mmt-105nnblna, mmt-8061. Troubleshooting was performed. Customer informed that dexcom phone application showed glucose reading of 386 mg/dl and customer self treated with 6 units of insulin when actual blood glucose was 40 mg/dl. Troubleshooting was also performed for over insulin infusion and low inpen battery notifications. No issues were found. No further patient complications were reported. No product return is required for mmt-105nnblna. No product return is required for mmt-8061.